Event description:
While preparing for IV fluid line change, noted that the bifuse had both clamps on one side instead of one on each side. Product saved in q&s [quality and safety] office. ICU medical smallbore bifuse ext set. Ref #b1480, lot #14432406.